Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) noted on non-sustained tachycardia high rate (nst-hr) episodes. The physician continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.